Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm or prime/fill anomaly noted. The device had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during a prime attempt. The blood glucose reading was 191 mg/dl. The customer stated that she was attempting to do a 5 unit prime but the insulin pump did not exit the rewind complete/bolus delivery loop successfully. She was unable to fill the tubing. Advised replacement of the insulin pump. Nothing further reported.